Event description:
It was reported that the patient was experiencing right sided ineffective therapy. It was also reported the paddle lead was not lying flat. As a result, surgical intervention was undertaken on (B)(6) 2024 where the patient's paddle lead was replaced with the tripole lead to address the issue. Effective therapy restored post op.

Manufacturer narrative:
The date of event is estimated. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.